Manufacturer narrative:
Follow up 21-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided.

Event description:
This is a spontaneous case report received from a lawyer in the united states on 22-aug-2016 on behalf of an adult (>=18y & <65y) female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent sterilization. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, abdominal bloating, and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2013, she underwent partial hysterectomy to have the essure coils removed. After surgery, she was informed that one of her coils had punctured through fallopian tube. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and it was reported that a partial hysterectomy to have the essure coils removed was performed and after surgery, it was informed that one of her coils had punctured through fallopian tube. This event is serious due to its medical importance and listed in the reference safety information for essure. Fallopian perforation with essure may occur, most often during insertion. In this case, the exact date and mechanism of fallopian tube perforation were not known. However, based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.